Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02206. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, rectocele, and anal sphincter insufficiency and mesh was implanted. At the time of implantation the patient underwent the concurrent procedures of cystoscopy, rectocele repair, and repair of sphincter of the rectum. It was reported that following insertion of the mesh the patient experienced pain, erosion, bowel problems and fistulae. It was further reported that the patient underwent mesh removal and repair of recto-vaginal fistulae on (B)(6) 2011, underwent a colostomy for persistent fistulae/scar tissue and lysis of adhesions on (B)(6) 2011, and had surgery for closure of recto-vaginal fistulae with removal of more eroded mesh on (B)(6) 2012. (B)(4).